Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number.

Event description:
It was reported that a cordis guide broke in a patient¿s body by snapping in two. The product was retrieved and no harm came to the patient. There was not by twisting the catheter. The product is available for analysis.  This was due to multiple attempts of manipulation of the catheter which resulted in too much torque which caused the device to break away.

Manufacturer narrative:
It was reported that a cordis guiding catheter broke in a patient¿s body by snapping in two. The product was retrieved and no harm was reported to the patient. This was due to multiple attempts of manipulation of the catheter which resulted in too much torque which caused the device to break away. Product details such as catalog and lot numbers are not available as the product and the packaging were discarded. No further information is available at this time.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed. However, procedural factors, such as excessive torquing, might have contributed to the reported event. According to the product IFU, users are cautioned that torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.